Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump kept alarming with motor errors during bolus attempts. The patient's blood glucose at the time of incident was 22.0 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer was able to complete the full rewind process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.